Event description:
It was reported that during a bronchoscopy procedure with ultrasound guided transbronchial needle aspiration, the needle was not taking sample like it was supposed to. The needle was examined and it was found out that the distal tip was blunt and it was missing the metal inner cannula. The physician went back into the airway and found the distal tip and the metal sheath. It was removed with forceps through the endotracheal tube (ett). There were no further reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.